Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that tensile stress generated with wire removal might have been locally applied on the subject sion guide wire while the wire tip was caught between the stent and the vessel wall. Consequently, the wire tip was separated. Although it was concluded that this event was not attributed to product quality, additional treatment by snaring was considered an adverse patient effect and a possibility could not be completely ruled out that some wire fragment(s) might be left in the patient anatomy as the affected device was not returned. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that stenting was performed for a tortuous and calcified 89-90% stenosis in the right coronary artery (rca). An asahi sion guide wire was used and stent deployment was performed. After stent placement, the sion guide wire was damaged and became separated in the ascending aorta during removal. The separated fragment was retrieved using a snare and the procedure was successfully completed with reestablished blood flow achieved by stenting. The physician commented that the guide wire might have been pushed against the vessel wall by the fully expanded stent after post-dilatation, resulting in large friction during the withdrawal of the guide wire. It was informed that the patient was fine after the procedure.